Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, staff reported error 40096 at startup. The customer attempted to resolve the issue by restarting the system multiple times with no change in status. Technical support engineer (tse) guided the staff through a hard power cycle, but the system powered up with the same issue. Tse also noted an error 311 in the system events. There was no report of patient involvement.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse updated the software to resolve the reported issue. The system was tested and verified as ready for use. The probable root cause was attributed to a software issue.